Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10. They stated that this resulted in an approximately 7 hour delay of therapy. They stated that the patient can receive some food by mouth, but does not have any other hydration methods available. Mmdg did make multiple follow up attempts, however, no additional information was provided. No adverse effects were reported due to the complaint. (B)(4).